Event description:
It was reported that following a fall high impedances of >4000 ohms were found on 01, 02, 03, 13 and 23 when set at 1.5 volts and 210 us. Therapy impedances were not available. As long as the patient was set to an active combination they could feel stimulation in the right area and get relief. Zero and 3 were most likely not working appropriately/fractured. The patient accidently had their implantable neurostimulator (ins) off for the last 7 months but was still getting a certain amount of symptom relief. It was recommended to get an x-ray of the ins and extension area. The x-rays looked good in terms of connections lining up. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Patient programmer model 3037 (B)(4) implanted: na explanted: na, lead model 3093 lot # v521173 implanted: 2010-(B)(6) explanted: unk.